Event description:
The pt was placed on a MFR loaner ventilator after setup and initial ventilator checks were performed. The pressure manometer readings on the ventilator were noted to be abnormal then changed to normal. Within 2-3 minutes, the ventilator showed a delivery of p.e.e.p. At 30 cm h2o (no p.e.e.p. Set on machine parameters). The ventilator was subsequently removed due to abnormal readings and pt restlessness. The pt was bagged, then placed on a second ventilator with no further equipment problems. Subsequent follow-up with the pt revealed a 60% left pneumothorax. There is reasonable suspicion that the pneumothorax resulted from an equipment malfunction. The pneumothorax was relieved by the insertion of a chest tube. Pt expired 10/6/94 at 08:51 am. There is reasonal suspicion that the equipment problem may have contributed to the pt's death.